Event description:
It was reported that this lv lead had loss of capture (loc), and during the revision is was noted to be due to scar tissue on the upper right hand side around the lv and ra lead. The lead was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).